Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after a electrophysiology (ep) interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with two proglide devices. A suture break occurred with a third proglide device that was attempted. A fourth proglide device was used and deployed successfully and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.